Event description:
It was reported that there was damage sustained to the product box. The physician was unable to ascertain if the sterile barrier had been violated. The implantable pulse generator (ipg) was never implanted. No patient involvement in the event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found.